Manufacturer narrative:
Additional information was added. The lot number was manufactured between (B)(4) 2018 - (B)(4) 2018. The actual device was not received; however a photograph was available. Photo inspection revealed a leak. The location of the leak was not determined. Functional testing was not performed due to the nature of the sample. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port weld. This event occurred during compounding and prior to patient use. There was no patient involvement. No additional information is available.